Event description:
It was reported that the stylus pen of the programmer needed to be replaced. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Event description:
It was reported that the stylus pen of the programmer needed to be replaced. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus connector is broken. Stylus and display will calibrate but stylus tracking is misaligned on the center left side of the display. Stylus found damaged. Display overlay bezel assembly found out of electrical specification. System fan is noisy on start up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.